Event description:
It was reported that the radiofrequency programmer head that was returned along with the programmer as an associated device tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis determined that the programmer head's cable was torn and it was therefore replaced, and that the label was missing laminate so the label was replaced as well. No other anomalies were found. Concomitant products: product ID 2090, programmer; product ID r2290, software analyzer. (B)(4).